Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "has seroma leaking¿ and ¿other symptoms that force them to undergo a new replacement surgery¿ unknown side. Unknown if the device has been explanted.